Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in change control system was done during the period when this p/o was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: the complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. Date of implant: the complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. If explanted, give date: not applicable; lens remains implanted at time of report. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics were sticking on or under the optics or at the edge of the optics and were very hard to loosen. No patient injury was reported. No further information was provided.